Event description:
As reported by our taiwan affiliates, 13 days post implant of a 23mm sapien 3 valve implanted in the aortic position within a failed non edwards surgical valve, which was fracture during implant purposely, the patient showed unstable hemodynamic status due to moderate central regurgitation with right coronary cusp leaflet not closing properly. A self expanding valve was implanted in replacement and the event was resolved. The patient remained in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was received. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 thv IFU was reviewed. Warnings note, 'accelerated deterioration of the thv may occur in patients with an altered calcium metabolism'. Potential adverse events include, 'valve regurgitation, paravalvular or transvalvular'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for central regurgitation and leaflet motion restricted ' in patient were confirmed based on available information to date. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. And it is often associated with the leaflet motion restricted. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, and post dilation of the implanted valve. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Due to limited information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.